Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. It was reported the patient was considered bridge to transplant and the patient underwent a heart transplant on (B)(6) 2020. It was communicated from the vad coordinator that heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , was not explanted and would not be returned for evaluation the heartmate 3 lvas IFU is currently available. No device related issues were reported by the account. The patient was transplanted on (B)(6) 2020. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a transplant.